Event description:
It was reported that on (B)(6) 2015, the 3.0x38mm xience alpine stent implant was deployed to treat a lesion in the circumflex (cx) artery. There were no reported device or procedure issues and the patient was discharged on plavix and coumadin. On (B)(6) 2015, the patient presented to the hospital with dyspnea and angina. On (B)(6) 2015, angiogram revealed that the deployed 3.0x38mm xience alpine stent implant was fractured and occluded. Attempts to treat the deployed stent implant were unsuccessful as unspecified guide wires could not cross through the occlusion. The patient remains hospitalized on heparin and is being medically managed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The reported patient effects of angina, dyspnea, and occlusion, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.